Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device with single use instrument. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. The stapler was not able to fire. No known impact or consequence to patient.